Event description:
Us pt residing in mexico reportedly experienced difficulties with homechoice device. Pt refused to bring device back to the us for a swap and continued to use for manual exchanges, as reported by hotel physician in mexico. On 2/11/97, pt was reportedly hospitalized with peritonitis, treated with antibiotics and released on 2/14/97 "doing fine" per physician. Details as to pt's use of device for manual exchanges are unk. On 2/23/97 pt was reportedly found dead on the floor of his hotel room. The cause of death is unk.